Event description:
As per legal correspondence, patient has sought legal counsel concerning injuries he sustained in an incident occurring on or about (B)(6), 2012 which involved the insured, stryker orthopaedics.

Event description:
As per legal correspondence, patient has sought legal counsel concerning injuries he sustained in an incident occurring on or about (B)(6) 2012 which involved the insured, stryker orthopaedics.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported an unknown rejuvenate/abg ii neck. This event was reported through an attorney, as a result of a legal claim. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.a voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices.

Manufacturer narrative:
The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker product. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
As per legal correspondence, patient has sought legal counsel concerning injuries he sustained in an incident occurring on or about (B)(6) 2012 which involved the insured, stryker orthopaedics.

Event description:
As per legal correspondence, patient has sought legal counsel concerning injuries he sustained in an incident occurring on or about (B)(6) 2012 which involved the insured, stryker orthopaedics.

Manufacturer narrative:
Initial and supplemental MDR were mistakenly submitted to FDA through normal electronic filing. This MDR will be resubmitted via a (B)(4) report as part of the requirement of (B)(4).